Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a black box review of the device showed no activity outside of normal use. No evidence of time/date reset was observed. The history of the pump's total daily dose of insulin added up and reflected the programmed basal target. The pump powered ¿on¿ and displayed ¿verify¿ screen. The pump's prime steps were performed and the unit was exercised for a 24 hour period. There were no alarms or power interruption that occurred during the duration test. Multiple boluses were performed using ¿advanced bolus¿ function and all boluses were delivered correctly. The bolus history recorded all of the bolus events information at the correct time and in order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that when they replaced the battery for their pump all of their settings were erased. This complaint is being reported because it was not resolved at the time of the call. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.